Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that the there was no association between impella use and outcome.

Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. No pump was returned for investigation. Data logs confirmed the impella defective alarm. The root cause of the pump not detected issue was not determined since product was not returned. Added- b5 mso review, d4-corrected model number, g1-corrected MFR site name and address.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella cp was prepped for implant and once the white cord was plugged in the alarm error ¿device defective, change pump¿ came on. Pump was then changed out to a new one. The pump was not implanted in the body. It only happened during set up. A new impella cp was implanted successfully.

Manufacturer narrative:
The device has not been received from the customer. Upon investigation closure, a supplemental MDR will be filed.